Manufacturer narrative:
Concomitant medical products: product ID: icf09b52, implanted on (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds, non-capture at maximum outputs and high and undefined impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.